Manufacturer narrative:
Operational problem (vessel was quite tight and the physician needed to push really hard to get the device down the artery). Device failure related to patient condition (vessel was reported to be quite tight). Operational context caused or contributed to event. (B)(4).

Event description:
During the procedure the physician used a pacific plus device to treat 2mm vessel. The vessel was quite tight and the physician needed to push really hard to get the device down the artery. It is reported that the device kinked (where the shaft joins the balloon) and when the physician tried to inflate the balloon leakage was noted. It is further reported that the ir who was using the device, assured the sales rep that he does not feel there was a problem with the balloon; his opinion was that he had tried to access a vessel that was clearly never going to be easy and indeed he tried with two other competitor balloons and failed also. There was no adverse effect to the patient and it did not cause any problems. The device was returned to the manufacturing facility and through analysis of the returned device the balloon cut was observed. Summary of device evaluation: the balloon was found covered by traces of blood and it was found bunched up in the proximal part. Moreover several kinks were detected on the shaft (approximately 60 cm from the tip). A purging test (applying negative pressure) was carried out, the test failed; a constant stream of bubbles was noted, suggesting a leak. An attempt was made to inflate the balloon; the balloon could not be inflated. It was seen a stream of liquid come out the balloon above the proximal marker. The balloon was inspected and a cut was found exactly in that location.

Event description:
Additional information received reported that tortuosity was located the origin of the at, lesion was not calcified with stenosis around the first bend of at origin further down the vessel